Manufacturer narrative:
The event date was reported to be an unspecified date in (B)(6) 2020 the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video showed an external leakage at the bottom header. The cause of the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a theranova 400 dialyzer, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.